Manufacturer narrative:
(B)(4). The device is not available for evaluation. Based on the incident information it was determined that the failure most probably caused by usage that was beyond the usage described in our labeling and cleared intended use. The instruction for use (IFU) g-141 1.1 05, pn 70104.7663 clearly states the following: the maximum duration of use is 30 days if bioline-coated hls cannulas from maquet are used. If cannulas from other manufacturers are used, the maximum duration of use for the hls set advanced is 6 hours. The customer used the hls module for supporting a patient "for about a month". Most probable the clot in the centrifugal drive caused the noise that was heard. Usage for more than 30 days most probably caused the clot formation. Furthermore clotting is a known phenomenon and was based on similar complaint investigations determined as to not be attributed to a device related malfunction. Based on these results and the information available at this time the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. (B)(4).

Event description:
It was reported that a hls module was supporting a patient "for about a month" and began making noise. Perfusionist swapped out disposable and cardiohelp unit without incident. Lot # of hls module is 70105475, beq-015703112. Update- (B)(4) 2015-it was noted that after the "old" disposable was swapped out, a clot was observed in the centrifugal drive. In the customers view, this was the source of the noise they heard. (B)(4).